Event description:
Patient death during AED deployment (drowning). Device operator indicated that the unit did not provide voice prompts during deployment. (B) (4).

Manufacturer narrative:
The 510 (k) number is for initial clearance fr2. Internal device memory reviewed. Conclusion: device has redundant visual prompts. Report is being filed because it cannot be conclusively stated that the device did not contribute to adverse event.